Event description:
The customer reported non-reproducible creatine kinase mb (access ck-mb) results for one (1) patient on the laboratory's access 2 immunoassay system (serial number (B)(4)). The customer stated they run all access ck-mb samples in duplicate. After noting the non-reproducible access ck-mb result, the customer repeat tested the patient sample on the same access 2 immunoassay system and obtained a result above the assay's normal reference range. The customer stated the initial lower access ck-mb result was not released from the lab. There was no report of patient injury or change in patient treatment associated with this event. All system parameters (including quality control (qc), calibration and system check) were within assay and instrument specifications. Samples are collected in lithium heparin plasma tubes and centrifuged at 5000 revolutions per minute (rpm) for two (2) minutes. The customer did not note any issues with sample integrity.

Manufacturer narrative:
The customer performed a passing system check. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the analyzer's performance. The fse made incidental repairs. No hardware or system issues were identified as contributing to the reported event. The access ck-mb reagent was not returned for evaluation. The cause of the reported event cannot be determined with the available information.